Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the reason for the replacement was patient prosthesis mismatch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years post implant of this 23 mm bioprosthetic valve, the valve was replaced with a 27 mm bioprosthetic valve of a different model. The reason for the replacement was not reported. No additional adverse patient effects were reported.